Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The plunger might have been pushed incompletely though the intent was to push it with a click plunger advancement issue. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.